Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a tibia trial broke upon removal. Insert described as a cr insert size 5 9mm. It was also reported that there were no adverse consequences to the patient and no surgical delay.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: device evaluation and results: the visual inspection of the returned device noted that triathlon insert trial was fractured into two pieces, fractured part also returned. Examination of the returned device with material analysis engineer indicated the fracture is consistent with overload condition as indicated by hackles. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other events for the lot referenced. Conclusions: the returned device confirms the reported event of a fractured trial. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time.

Event description:
It was reported that a tibia trial broke upon removal. Insert described as a cr insert size 5 9mm. It was also reported that there were no adverse consequences to the patient and no surgical delay.